Manufacturer narrative:
This is a report of use error in which the patient did not make a secure connection of the supply lines resulting in a disconnection and leak, use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred on the home choice machine. This occurred during dwell one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that the patient had made an incomplete connection of the solution bag which resulted in a disconnection. The technical service representative assisted with ending therapy. The caregiver would set up with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.